Manufacturer narrative:
The "date of event" and "patient identifier" have not been provided. The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Provider alleges consumer had an epileptic seizure and loss consciousness causing him to allegedly drive down a small flight of stairs.

Event description:
Provider alleges consumer had an epileptic seizure and loss consciousness causing him to allegedly drive down a small flight of stairs.

Manufacturer narrative:
Only the recline actuator and sa joystick mount were returned for evaluation. Incident not related to product / failure to heed safety warnings.